Event description:
It was reported that this artificial urinary sphincter was explanted due to urethral erosion. A new device was implanted. No further complications were reported.

Event description:
It was reported that this artificial urinary sphincter was explanted due to urethral erosion and extrusion. A new device was implanted. No further patient complications were reported.

Manufacturer narrative:
The complaint device was not returned by the customer; therefore, no product analysis could be performed. Review of product labeling was performed and confirmed that the erosion observed clinically is documented as a potential adverse event related to use of this product. The cause of the reported clinical observations could not be established.